Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 522 mg/dl and had failed battery test alarm as well as reservoir had a leak. The customer treated with the insulin pump. While going through troubleshooting of reservoir leak, they received failed battery test because they took out the battery, however the customer decline to troubleshoot for reservoir leak. Troubleshooting was performed for failed battery and noticed did not receive failed battery test. The customer was advised to monitor the insulin pump. Customer perform the display test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4). As follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak. (B)(4).